Manufacturer narrative:
Continued h.6 health effect impact codes: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma-alcl (histopathological markers confirmed). Product field note reporter and mastologyst: dr. (B)(6). Explanting physician: dr. (B)(6). Implanting physician: dr. (B)(6).

Event description:
Patient reported "afraid of risk of anaplastic lymphoma, and implants have fallen" and "sometimes feels pain in side" for an unknown side. Patient reported "got a very large volume", presence of voluminous intracapsular liquid quantity and discrete enhancement, "non-nodular heterogenous regional enhancement, asymmetric", signals of rotational alteration", small iso-dense and obscured nodules, sparse calcifications, some leucocytes; rare gam-positive coccus isolated and at pairs, 43.33% of t lymphocytes (28.10% of analyzed cells) presented huge size and complexity and expressed cd4, cd5 (partial), cd7, cd30 (strong), cd45 (strong), and cd56, without expression of cd2, cd3 or other markers searched. Conclusion: immunophenotypic study is suggestive of diagnosis of anaplastic large cell lymphoma associated to mammary implant, and "anaplastic large cell lymphoma associated with mammary implant" confirmed by biopsy. Anatomopathological (ap) testing results indicated cd30+ and alk-. Device remains implanted.

Event description:
Patient reported "afraid of risk of anaplastic lymphoma, and implants have fallen" and "sometimes feels pain in side" for an unknown side. Patient reported "got a very large volume", presence of voluminous intracapsular liquid quantity and discrete enhancement, "non-nodular heterogenous regional enhancement, asymmetric", signals of rotational alteration", small iso-dense and obscured nodules, sparse calcifications, some leucocytes; rare gam-positive coccus isolated and at pairs, (B)(4) of t lymphocytes (28.10% of analyzed cells) presented huge size and complexity and expressed cd4, cd5 (partial), cd7, cd30 (strong), cd45 (strong), and cd56, without expression of cd2, cd3 or other markers searched. Conclusion: immunophenotypic study is suggestive of diagnosis of anaplastic large cell lymphoma associated to mammary implant, and "anaplastic large cell lymphoma associated with mammary implant" confirmed by biopsy. Anatomopathological (ap) testing results indicated cd30+ and alk-. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ pain: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ flipping: unable to observe since it is not related to the device. Additional observation: ¿ encapsulation was observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.